Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 1 patient sample tested for multiple assays. Of the data provided the results for cholesterol gen.2 (chol2) were erroneous and reported outside of the laboratory. The initial chol2 result was 0.22 (unit of measure not provided). This result was reported outside of the laboratory. The sample was repeated twice with results of 4.06 and 4.06 (units of measure not provided). The chol2 result was corrected and reported outside of the laboratory. No adverse event was reported. The chol2 reagent lot number and expiration date were not provided. The field service engineer checked adjustments on the analyzer and all were acceptable. A hardware issue was not found. A bent sample probe was found in channel a, however questionable results were also obtained from channel b. A specific root cause could not be identified. The root cause may be related to the quality of the sample, pre-analytics or an issue with the sample tube.